Event description:
It was reported that during an interrogation, an invalid data message appeared. Upon investigation, it was determined that there were parity errors but no sign of an electrical reset. It was determined that the patient was undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 73 parity error counts between (B)(4) 2010 and (B)(4) 2011.